Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a robotic laparoscopic sleeve gastrectomy procedure, the device has poor staple line on the one row of staples fired straight legged, it did not form at all. During firing all the lights showed green fired properly, it went back at the end of the case to look at the staple line, prior closing he noticed a few straight legged staples. He redocked the robot to overseer that staple line and he everted the staple line to oversew, he noticed the entire outer row of the firing did not form and all were straight legged staples, he pulled them out and oversewed that staple line. No injury was caused to the patient, however, the surgical time was extended by 30 min or more due to the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual inspection of the returned products noted that all six reload were fully fired. Microscopic evaluation noted that four of the six reloads had damage to the cutting edge of the knife blade. All reloads had sub-flush staple pushers. Visual inspection of the returned photographs noted that staples were placed straight legged. Visual inspection of the returned staples noted that the staples were returned straight legged. Functionally the returned devices were loaded onto a pmv representative instrument. All reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of malformed staples may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.